Manufacturer narrative:
(B)(4). No returned product evaluation could be completed as the product was not returned for this complaint. A DHR review was completed, and no issues or nonconformities were noted. Case details were reviewed. It is unknown stylet or cannula broke. Also, it is unknown where and how much of the cannula broke. Based on the limited information and no product evaluation, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "needle broke and needed a "reverse" option" additional information has been requested from the account.

Event description:
It was reported that: "needle broke and needed a "reverse" option" additional information has been requested from the account.

Manufacturer narrative:
(B)(4)